Event description:
In 2005, the reporter, the pt's friend, contacted lifescan alleging that the pt's one touch ultra meter had a decimal point in the result. The medical affairs specialist spoke with the pt thirteen days later to obtain and verify info. The pt said that he and his friend had noticed a decimal point in the reported meter result for the last couple of days prior to contacting lifescan. The pt said his blood glucose "seemed to be jumping all over the place from 200 to 50". He was feeling weak, as he often has due to his history of anemia. He called his dr and was advised to hold his avandia diabetes oral medication for one day. He went ot the lab for routine hematocrit and blood glucose testing. He did not recall the results, but was told that both results were good. He received no treatment. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The pt said he did not recall having recently changed any settings in the meter. The meter, test strips, and control solution were replaced.